Event description:
The user facility reported the corkscrew section of the instrument broke off in the fibroid tissue of the uterus. The broken portion of the instrument has to be retrieved laparoscopically. No injury was reported.